Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales associate (csa) called in to report that the second surgeon side console (ssc) was not working and error 31064 was shown at the beginning of the case. Intuitive surgical, inc. (Isi) technical support engineer (tse) asked the caller for the track ID of the vision side cart (vsc) and identified that no video expansion kit was installed. The site was completing the procedure as planned with no reported injury. The isi tse clarified the following information: the isi tse assumed that the customer wanted to use both sscs as it was a proctoring case. The errors on the second ssc were found prior to the patient being in the room. Ports were placed at the time of the error. Isi followed up with the reporter and obtained the following additional information: the system functionality was checked upon powering on the system, this was when the fault was picked up. The system did not initially power on without errors. This was a cardiac procedure. The patients were unaffected by this. The vision cart had been replaced and the video expansion kit was not installed, this was the cause of the confusion and error. It has been rectified and the field service engineer (fse) has installed it.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse installed a video slice (vsl) to the vision side cart (vsc). The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. .